Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings:a review of the pump¿s history showed no errors or alarms related to the complaint; only typical usage was observed. The total daily insulin delivery doses added up to correctly reflect the user¿s programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event reported in association with this complaint. On (B)(6) 2013, it was reported that the pump "was having insulin delivery problems." No additional information was available at the time of the contact. Multiple attempts to reach the reporter have been unsuccessful. This complaint is being reported based on the conclusion that a non-specific insulin delivery issue had occurred.